Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were due to case circumstances. It is likely that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to properly engage the stent resulting in deployment difficulty. The elongation was likely the result of manipulating the delivery system with the stent partially deployed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. The sess will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. Following pre-dilatation with a 6.0x150mm non-abbott balloon catheter, a 6.0x150mm supera self-expanding stent system (sess) was advanced to the distal end of the target lesion for deployment; however, difficulty deploying the stent was felt halfway through. Difficulty with the thumb slide was felt and an attempt to relieve tension by turning the handle was made; however, that did not work. During continued attempts the thumb slide would occasionally work and the stent was deployed. The sess with stent was removed under fluoroscopy. The difficulty to deploy the stent caused elongation of 3.6x2.9mm which was confirmed through intravascular ultrasound. An attempt to deploy a second 6.0x150mm supera sess was made; however, the stent failed to deploy during the first attempt to advance the thumb slide. The guide wire was exchanged from a 014 to a 018; however, no difference was noted. The troubleshooting with the handle was performed but also did not work. The sess with stent was removed under fluoroscopy. The procedure was successfully completed with a non-abbott stent. Post-procedure once the sess was removed from the anatomy, the physician operated the thumb slide and found that it worked. A comment was made that the deployment issues were caused by flexure of the external ilium and curve of the common iliac artery. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.